Manufacturer narrative:
The following device(s) will also be included in this report as the same device family: catalog #plc141200/serial # (B)(6) /UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2024, the patient underwent an physician-modified evar procedure utilizing the gore® excluder® aaa endoprosthesis. On (B)(6) 2025, the patient underwent an endovascular reintervention utilizing the gore® excluder® aaa endoprosthesis. It was reported that the patient presented rupture symptoms, which the physician believes may have been caused by a type 3 endoleak. However, upon further examination, the rupture did not occur. The specific subtype of the type 3 endoleak is unknown. The physician noted that the patient had an angiogram performed several months prior but was uncertain whether it was related to the current event. Additionally, it was unclear where the endoleak originated from so the physician elected to reline both contralateral legs. No definitive cause was identified.